Manufacturer narrative:
It is indicated that device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced eosinophilia. The patient had a taxus liberte stent implanted in an unspecified artery and post stent implantation the patient experienced eosinophilia. It was noted that this may have been caused by the antiplatelet therapy that the patient was on; however, the medication was stopped and the eosinophilia remained. Additional information was requested but is not available.